Manufacturer narrative:
Product analysis: the closurefast device was returned. Lot # 222430005 was confirmed on the device catheter label. Introducer sheath was received along with the device. Several attempts were made to remove the sheath however too much resistance was meant and was not possible to remove the sheath from the catheter. No images were returned with the device. No issues were identified in the catheter connector; all pins were straight. Damage was noted along the heating coil/element. Microscopic examination revealed burnt biologics/bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was seemingly exposed. Inspection of the returned catheter revealed three kinks along the shaft, the first kink was observed approx. 32.2 cm from the distal tip of the device. The second kink was observed approx. 38.0 cm from the distal tip of the device. The third kink was observed approx. 44.4 cm from the distal tip of the device. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. All tests passed as per the acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 generators when plugged in. When the temperature rose to 120 c, the device completed the cycle without seeing an advisory message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use a closurefast catheter during patient treatment. IFU was followed. It is reported physician was able to insert catheter into patient but the other end would not plug into the console. The red mark aligned when the connector was inserted into the generator. Pins were not bent. It is uncertain if all pins remained on the catheter connector. A replacement catheter was opened and used without issue to complete procedure. Device was safely removed from patient. There was no injury to the patient.